Event description:
It was reported that approximately 42 months post-implant of a bifurcated device, and two infrarenal aortic extensions, a computed tomography scan revealed a very small type I endoleak. The patient was treated with a infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Review of the manufacturing records and complaint handling database was performed and there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. Based on the information reviewed, the cause for the reported endoleak type I could not be determined. Remains implanted in the patient.